Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and the display did not return. The blood glucose of the customer was unknown. Customer also stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board.